Event description:
According to the reporter: when the device was removed, the operator noticed the pt was bleeding (muscular level). No patient injury was reported. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 08/13/2008.